Manufacturer narrative:
Reported event: it was reported, " mps reported joint angles inconsistent error and unable to pass angle discrepancy check. Also the issue in which the green does not disappear during cutting has happened a few times during cases over the past two months and the doctor has expressed concern. Surgery completed manually. Patient was not under anesthesia. Case number: (B)(6). Update 31/august/2020: wo-03100651: performed routine pm service. Ground prong broke off power cord while performing ups battery test, replaced power cord. No problems observed and no additional actions were warranted.¿. Product evaluation and results: review of the case session files was not performed as case session data was not provided. The field service engineer reported: problem reproduced? No. Trouble shooting notes: n/a. Work performed: replaced ups assembly, replaced isolation transformer, replaced f17 computer. Original hard drive for the computer was kept in the cpci. Performed routine pm service. Ground prong broke off power cord while performing ups battery test, replaced power cord. No problems observed and no additional actions were warranted. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. Product history review review of the device history records indicate p/n: 209999, rob732 was inspected and accepted into final stock on 17 may 2018 with no reported discrepancies. Complaint history review a review of complaints in catsweb and trackwise related to p/n: 209999, rob732 shows 0 additional complaints related to the failure in this investigation. Conclusions: preventive maintenance is where an action occurs that identifies device deterioration which may compromise function. Under pm conditions no patient was involved and no actual or potential patient harm existed for the alleged event.) The failure was not confirmed through onsite pm inspection from the field service engineer, additionally review of the log/sessions files as not performed as case session data was not provided. Pm conducted. Successfully completed all checks, verifications, and calibrations. System is ready for clinical use. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been no ncs or capas associated with the product and failure mode reported in this event. Device not returned.

Event description:
Mps reported joint angles inconsistent error and unable to pass angle discrepancy check. Also the issue in which the green does not disappear during cutting has happened a few times during cases over the past two months and the doctor has expressed concern. Surgery completed manually. Patient was not under anesthesia. Case number: (B)(6). Update 31/august/2020: wo-03100651: performed routine pm service. Ground prong broke off power cord while performing ups battery test, replaced power cord. No problems observed and no additional actions were warranted.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Mps reported joint angles inconsistent error, and unable to pass angle discrepancy check. Also, the issue in which the green does not disappear during cutting has happened a few times during cases over the past two months, and the doctor has expressed concern. Surgery completed manually. Patient was not under anesthesia. Case number: (B)(4). Update 31/august/2020: (B)(4): performed routine pm service. Ground prong broke off power cord while performing ups battery test, replaced power cord. No problems observed and no additional actions were warranted.